Manufacturer narrative:
(B)(4). Date sent: 1/2/2018. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a gastric bypass procedure while firing the first fire on bowel with a blue reload and no buttressing material, the gun transected the bowel but the knife blade would not return to it¿s home position. At this time the surgeon attempted to manual override the system to return the knife blade and was unsuccessful. It is important to note that the surgeon did not attempt the battery powered reverse button but manual override only. The unsuccessful attempt resulted in pulling another like powered device and transected laterally which allowed a safe removal of the device. No reported patient consequences and case was completed.

Manufacturer narrative:
(B)(4). Batch # p58d2x.. Device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.